Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient representative reported right side "contracted lymph node inflammation within throat", "physical and psychological suffering", "device recall and is afraid of developing cancer", "discrete capsular fibrosis", and "low chronic inflammation". Baker grade is unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture", "contracted lymph node inflammation within throat", and "inflammatory reaction of the lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture¿ baker grade unknown, ¿contracted lymph node inflammation within her throat, painful inflammatory reaction of the lymph nodes¿, textured exchange due to concern with the product, and ¿silicone had already leaked into the (patient's) still healthy mammary gland tissue.¿

Event description:
Patient representative reported right side "contracted lymph node inflammation within throat", "physical and psychological suffering", "device recall and is afraid of developing cancer", "discrete capsular fibrosis", and "low chronic inflammation". Baker grade is unknown. The device has been explanted and replaced.